Event description:
Patient had a 16 french, bard foley catheter inserted by rn on 7/22/93/ on 7/28/93 rn attempted to discontinue foley by deflating balloon. She was able to withdraw a few cc's h-2-o via syringe, but foley would not deflate completely. Physician was called in and he removed it by pulling it out. Foley noted to have a few cc's still in balloon which could be drawn out. All of the information is as reported to us by the end user MDR report.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.